Manufacturer narrative:
(B)(4)

Event description:
It was reported that during implant, the physician had difficulty extending the helix of the lead. The lead was not used and a new lead was implanted. The patient was fine after the procedure.